Event description:
It was reported that the customer was hospitalized in the intensive care unit with a blood glucose level of 1400 mg/dl. Additional information regarding the event was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.